Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue it is likely there is no abnormality in the device. Dirt or foreign matter on the electrical contacts may have caused a temporary electrical contact failure, resulting in no image being displayed, or may have resulted from an abnormality other than the device in question. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Occupation: sterile processing manager. The device was returned to olympus for evaluation. Upon evaluation of the core device, the user report was unable to be duplicated. The device passed all functional and leak tests. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported they could not see an image while using an olympus hd camera head. The circumstances of the event were reported as unknown by the customer during follow up. There was no patient injury, infection, or death reported.